Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels up to 560 (mg/dl). Customer changed supplies and delivered injections to treat bg levels. System check with tandem technical support indicated the pump was performed as expected. Recommendation was made to consult with health care provider to discuss diabetes management.